Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device b15s-back was showing blackscreen and offline on remote smart service. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the device was showing a black screen and was offline on remote support service (rss). A technical support specialist (tss) troubleshot the issue with the local information technology (it) network team and changed the device to auto-negotiate within the speed and duplex settings, with help from the hospital it team. The tss confirmed the device was not in retry mode. The task manager showed cpu usage when the lan line was connected, but the device operated normally when the lan line was disconnected. The issue was traced to network team and/or port configuration issues. The tss completed a full data sync process at the device using fqdn to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.